Manufacturer narrative:
Product event: (B)(4) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon was dissecting around the leads utilizing a plasmablade device and inadvertently damaged one of the leads. It is unknown what interventions were needed. There was no injury to the patient reported.